Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis did not confirm nor replicate the reported complaint. Fa was unable to test the instrument due to it being returned damaged. The instrument was returned with a severely bent grip. The instrument was not found to have any loose, frayed or broken cables. The root cause of this failure is attributed to mishandling/misuse. Additionally, the instrument was found to have a severely bent grip, as a result the instrument grips do not close as expected. The root cause of this failure is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The instrument was found to have the molded insulator broken. The broken piece measures approximately 0.089" x 0.045". There were no missing pieces as a result. The root cause of this failure is attributed to manufacturing. A review of the device logs for the force bipolar (part # 471405-06 / batch # k12220228-0336) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on(B)(6) 2022 via (B)(4) for a incisional hernia tapp procedure. There were 6 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. An image review by the isi clinical development engineer showed that the force bipolar instrument had tissue caught in the wrist, being pulled anteriorly. There was carbonized tissue on the jaws of the instrument. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, tissue got caught in the force bipolar instrument's wrist. The tissue that got caught was abdominal wall fascia and the surgeon had to excise the tissue to remove the instrument.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the surgeon contacted an intuitive surgical inc. (Isi) clinical territory associate (cta) and stated tissue got stuck in the area by the wires at the joint of a force bipolar instrument. She was not in the procedure but wanted to pass the information to customer service. On (B)(6) 2022, isi followed up with the initial reporter and obtained the following additional information: the surgeon reported that the case was an abdominal wall reconstruction and the tissue caught in the mechanism of the device was abdominal wall fascia. The surgeon excised the tissue in order to release the instrument. A photo of the event was attached. Isi made multiple follow-up attempts to the surgeon to obtain additional information, however, no further details have been received as of the date of this report.